Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with severely scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported that due to excessive scratches on the lcd screen they are unable to read the information. She stated that she keeps the device in her bra. The blood glucose was 127 mg/dl. The customer was advised not to place the device in the bra since it can lead to moisture exposure. The customer was advised to discontinue the use of the device and revert to a back-up plan. Nothing further was reported.